Event description:
The barrel of the syringe is slick whick makes it hard to hold on to. The end of the syringe is flat which makes it impossible to get the air bubble out. The plunger shakes around inside the barrel.